Manufacturer narrative:
Per the dexcom user guide: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older. Per the tandem user guide: the t:slim x2 insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 6 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged in 300s mg/dl, and the meter bg reading ranged in 200s mg/dl. No additional patient or event information was available. Reportedly, the customer was under 2 years of age. A replacement sensor was sent to the customer.